Manufacturer narrative:
(B)(4). The customer returned one guidewire for analysis. Based on visual inspection, the guidewire length does not match the guidewire included in the reported finished good. Signs of use in the form of biological material were observed on the returned sample. Kinking was observed throughout the guidewire body. Visual analysis revealed a separation between the core wire and coil wire at both welds. The damage is consistent with undue force. A device history record review was performed and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The customer report of a damaged guidewire was confirmed through investigation; however, the returned guidewire does not match the guidewire included in the reported finished good. Visual analysis revealed bending throughout the guidewire body. A separation between the core wire and coil wire was observed at both weld. The damage is consistent with undue force; however, the root cause cannot be determined at this time without the correct material information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
During a central venous catheter (cvc) insertion procedure, "it was found that the guidewire was split (bifurcated)." There were no reports of patient injury, harm, or adverse health consequences associated with this event. The patient's condition was reported as "fine". No additional medical intervention was reported beyond removal of the affected device, and the procedure was completed successfully following replacement with another device.

Event description:
During a central venous catheter (cvc) insertion procedure, "it was found that the guidewire was split (bifurcated)." There were no reports of patient injury, harm, or adverse health consequences associated with this event. The patient's condition was reported as "fine". No additional medical intervention was reported beyond removal of the affected device, and the procedure was completed successfully following replacement with another device.

Manufacturer narrative:
(B)(4).